Event description:
Philips received a complaint from the customer on the v60 indicating that the battery will not charge. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.

Manufacturer narrative:
H10: the manufacturer's product support engineer (pse) evaluated the device and observed that the device carries error codes, 1104,1105,1115,111b,1134, associated with the 35v failure. This device requires a power management board replacement. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.